Event description:
It was reported the patient was admitted to the hospital after receiving 30 inappropriate shocks. Attempts to interrogate the device were problematic and failed several times as the physician was unable to get telemetry. At last there was a successful interrogation, showing high pacing lead impedance values (>2000 ohms). A magnet was applied throughout the device interrogation; the device continued delivering shocks to the patient. Both the device and lead were explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found.